Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (unable to recognize ECG signal) was confirmed. As received, the monitor failed incoming functional testing. Upon investigation, there were pinched wires in the monitor's electrode belt connector. The root cause for the pinched wires could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to recognize an ECG signal.